Event description:
The customer reported her blood glucose and insulin history is as follows: time: 1:52 a.m., bg (mg/dl): 265, bolus (u): 10.0. Time: 2:55 a.m., bg (mg/dl): 335. The pod was then deactivated. He noticed the adhesive pad was wet and he could also smell insulin. He was not sure if the leaking was at the cannula end or if it had dislodged out of the infusion site. He also stated the cannula seem to be bent upward.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.